Manufacturer narrative:
The subject device was received and evaluated at service repair, olympus india. Device inspection and evaluation found low angulation, free play and damaged ig (image guide) protector. The customer reported issue was confirmed. Furthermore, discoloration was observed on the s-rubber (bending section ) and forceps elevator found with foreign material. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported and sent a repair request regarding low angulations and free play found on the device. There is no patient involvement associated on this event. Device return evaluation found foreign material on forceps elevator. This report is being submitted for foreign material found on the forceps elevator during device return evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, the cause of the forceps elevator containing foreign material likely occurred from insufficient reprocessing. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: "all channels of the endoscope, including the elevator wire channel and balloon channel, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection control risk to the patient and/or operators performing the next procedure with the endoscope." Olympus will continue to monitor field performance for this device.